Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2017 with the following findings:.call service 078-0008 alarms observed in black box.. Piston fails to move during rewind, during load step pump gives a replace battery alarm. Pump opened and moisture damage found on pcb. Inability to rewind due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the motor was not fully rewinding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.